Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Investigation results: received one speedband superview super 7 with the ligator head for analysis. A visual examination of the ligator head was returned properly wrapped, unopened and within its original plastic; however, it was noted that the suture was placed inside the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the suture were twisted and stuck inside the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the suture was found inside the ligator head.

Manufacturer narrative:
Correction: evaluation method code. Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2588 captures evaluation findings of suture stuck inside the ligator cap. Investigation results: received one speedband superview super 7 with the ligator head for analysis. A visual examination of the ligator head was returned properly wrapped, unopened and within its original plastic; however, it was noted that the suture was placed inside the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6), 2018. According to the complainant, prior to the procedure, the suture were twisted and stuck inside the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the suture was found inside the ligator head; therefore, this is now an MDR reportable event.